Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided h3 other text : see h.10.

Event description:
It was reported that while using the bd¿ ultrasafe plus x100l png rfs the needle did not retract. The following information was provided by the initial reporter: needle did not retract. Still medicine in syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd¿ ultrasafe plus x100l png rfs the needle did not retract. The following information was provided by the initial reporter: needle did not retract. Still medicine in syringe.